Manufacturer narrative:
Additional information: h10 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius technical support to report that the liberty select cycler alarmed with a can't turn on cycler on power up; the patient was not connected during the incident. The display was blank; there was not a power outage; there was not an outlet issue. The power cord was securely plugged in; there was not a sound when the ok/stop buttons were pressed; pt contact reports smelling a burning smell coming from the cycler. Advised to discontinue use of this cycler, the fresenius technical support representative assisted the patient in replacing the cycler due to this issue. Upon follow up, it was reported that the cycler stopped functioning immediately after being turned on. The clinic also reported seeing a spark coming out. The patient completed a manual treatment while waiting for the cycler replacement. It was confirmed that the patient's current condition was not affected by the incident.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius technical support to report that the liberty select cycler alarmed with a can't turn on cycler on power up; the patient was not connected during the incident. The display was blank; there was not a power outage; there was not an outlet issue. The power cord was securely plugged in; there was not a sound when the ok/stop buttons were pressed; pt contact reports smelling a burning smell coming from the cycler. Advised to discontinue use of this cycler, the fresenius technical support representative assisted the patient in replacing the cycler due to this issue. Upon follow up, it was reported that the cycler stopped functioning immediately after being turned on. The clinic also reported seeing a spark coming out. The patient completed a manual treatment while waiting for the cycler replacement. It was confirmed that the patient's current condition was not affected by the incident.

Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius technical support to report that the liberty select cycler alarmed with a can't turn on cycler on power up; the patient was not connected during the incident. The display was blank; there was not a power outage; there was not an outlet issue. The power cord was securely plugged in; there was not a sound when the ok/stop buttons were pressed; pt contact reports smelling a burning smell coming from the cycler. Advised to discontinue use of this cycler, the fresenius technical support representative assisted the patient in replacing the cycler due to this issue. Upon follow up, it was reported that the cycler stopped functioning immediately after being turned on. The clinic also reported seeing a spark coming out. The patient completed a manual treatment while waiting for the cycler replacement. It was confirmed that the patient's current condition was not affected by the incident.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius technical support to report that the liberty select cycler alarmed with a can't turn on cycler on power up; the patient was not connected during the incident. The display was blank; there was not a power outage; there was not an outlet issue. The power cord was securely plugged in; there was not a sound when the ok/stop buttons were pressed; pt contact reports smelling a burning smell coming from the cycler. Advised to discontinue use of this cycler, the fresenius technical support representative assisted the patient in replacing the cycler due to this issue. Upon follow up, it was reported that the cycler stopped functioning immediately after being turned on. The clinic also reported seeing a spark coming out. The patient completed a manual treatment while waiting for the cycler replacement. It was confirmed that the patient's current condition was not affected by the incident. S confirmed that the patient was able to complete treatment on the reported day manually. There was no harm or adverse event reported, and no medical intervention was required. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Additional information: b5, d9, h3, h6 device component code plant investigation: the actual device was returned for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid in the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2236 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. A pre-accelerated stress test simulated treatment was performed without any failure or problem. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.